Event description:
The dealer states when they received the chair the legrests would only lock if he put allot of pressure on them. The dealer states that the legrests will not stay in the locked position when in use.